Event description:
Seen in consult with bilateral capsular contractures with superior displacement of implants. Surgery to remove implants revealed significant gel bleeds bilaterally. Right breast capsule free of thickening, calcifications or calcifications. Left breast capsule noted ot have severe calcifications, thickening but no siliconomas.